Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
Although no device associated with this report was received for examination, review of the provided x-rays confirmed the tibial loosening at the bone/cement interface. Review of the device history records for the smartset ghv gentamicin 40g did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The retained samples could be not be tested on this product as it has been identified as being approximately 6 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure scp-qc01. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.